Manufacturer narrative:
The button error alarmed and no act button response was due to corroded keypad trace. The pump was received with scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 350mg/dl. The customer treated with the pump. The customer states their blood glucose level had gone up to 550mg/dl and they treated with 12 units. The customer states their levels were going down. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.